Manufacturer narrative:
Product event summary: the mapping catheter# (B)(4) with lot# 219966450, was returned and analyzed. Visual inspection of the pebax segment area was performed. Inspection identified a pebax tubing, and shaft fitting damage. The outer diameter of pebax tubing/shaft was not within specification. The inspection also identified a pebax tubing kink at pebax tubing and shaft fitting. In conclusion, the mapping catheter failed inspection due to a loop kink, pebax tubing kink and fitting that was not within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.